Event description:
A report was received that the patient was having difficulty charging the ipg due to the position of the ipg. Database analysis revealed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo a revision procedure.